Manufacturer narrative:
N/ah6: health effect - impact code 4650 added.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, clip cover torn, tissue damage, and gripper actuation. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, grasping both leaflets was difficult and the anterior mitral leaflet (aml) was observed to be stuck in the gripper. When attempting to free the aml, the anterior gripper would no longer raise. The clip was ultimately freed. The cds was retracted back into the guide, however, resistance was felt at the tip of the guide. After applying different maneuvers, the cds was removed with the clip attached. Reportedly, the clip cover became torn and tissue damage was observed. Additional treatment was not performed. The procedure was aborted. No clips were implanted, and mr is 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue and torn clip cover were confirmed via returned device analysis. The reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc ) was not confirmed. The reported leaflet grasping failure and difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to grasp the leaflets. The difficulty removing from the anatomy appears to be due to the leaflet grasping failure. The gripper actuation issue appears to be due to the gripper getting stuck on the anterior mitral leaflet (aml). The torn clip cover appears to be due to the resistance when the clip was retracted to the guide. However, a cause for the reported resistance cannot be determined. The tissue injury appears to be related to procedural condition of the difficulty removing from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.